Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: svc kit bi71000581. Motor battery charger; lot/serial: unknown. A medtronic representative went to the site to perform a system checkout. It was found that the system had already been repaired by the biomedical engineer on site. The system passed checkout. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the batteries were not charging. There was no patient involvement.

Manufacturer narrative:
H2) additional information: d11: product ID: svc kit bi71000581 motor battery charger was updated to pcba bi31000163 motor battery charger, lot number is rev. 1 : s/n (B)(6). Product ID: pcba bi31000172 pfc board 1000, lot number: rev. 2 : s/n (B)(6) is also a relevant device. H2) additional information: additional information was received from the field regarding the the biomedical engineer's repair that it was determined that the pfc1000 had failed. It was reported that typically the failure was caused by the failure of its cooling fan. Both the pfc1000 and charger board were replaced. The system was now working as it intended. H3: the pfc board 1000 was returned to the manufacturer for analysis. Analysis found that the connector was electrically overstressed. It was not possible to bench test. The motor battery charger has been received by the manufacturer. However, it is under analysis at the time of filing. H6: 10, 120, and 4307 are associated with the pfc1000 board. 4118, 3233, and 11 are associated with the motor battery charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10/d11:pcba bi31000163 motor battery charger, lot rev. 2 : s/n (B)(6) h3/h6: the motor battery charger was returned to the manufacturer for analysis.it was reported that the issue could not be confirmed through this testing as there was no failure found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.